Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. System check could not be performed with tandem technical support as occlusion alarm occurred in the past. Customer cleared occlusion alarms to address the issue. Customer reported blood glucose was within target range.